Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the low drain volume alarms is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was air in the patient line. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. The tsr walked cg through ending therapy early procedure. The cg ended therapy and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the air in the line, it was revealed that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, she did not receive any injury or medical intervention as a result of this incident. The cg stated that the home patient is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.